Manufacturer narrative:
Device alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to motion sensor test failure alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm. The customer¿s blood glucose level was 163 mg/dl. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. The drive support cap was not damaged. The customer was advised to perform displacement test and it was not ok. The device will be returned for analysis.